Event description:
Upgraded cerner bridge software for specimen collection was installed after validation using cerner supplied protocols. Nine days later the wristband of patient "a" was barcode read and the demographic information of patient "b" was printed on the label along with the accession number and barcode associated with patient "a". The error was detected in the hematology laboratory when the specimen could not be located. Cerner was notified. They continue to investigate.